Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), urinary tract infection ("chronic urinary tract infection"), dysmenorrhoea ("dysmenorrhea") and dyspareunia ("dyspareunia"). The patient was treated with surgery (underwent bilateral salpingectomies due to complications from the essure device). At the time of the report, the pelvic pain, urinary tract infection, dysmenorrhoea and dyspareunia outcome was unknown. The reporter considered dysmenorrhoea, dyspareunia, pelvic pain and urinary tract infection to be related to essure. Company causality comment. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of salpingitis ("chronic salpingitis"), pelvic pain ("chronic pelvic pain / pain"), device dislocation ("migration of essure device"), device expulsion ("broken part of coils was at the uterus"), device breakage ("device breakage") and rheumatoid arthritis ("rheumatoid arthritis") in a 30-year-old female patient who had essure (batch no: 872991) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test". The patient's medical history included loop electrosurgical excision procedure in 2002, cough in 2011, sore throat, sinus pressure, rash, pruritus, dry skin, urticaria, joint pain, diarrhea, surgery, rheumatoid arthritis and fibromyalgia syndrome. Concurrent conditions included haemorrhage nos, low back pain, dribbling ejaculation, fatigue, fever, nausea, dysuria, flank pain, hematuria, vomiting, ache, burning sensation, throbbing pain, mobility decreased, joint instability, joint tenderness, nocturnal awakening, leg pain, numbness, headache and overweight. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced migraine ("migraines"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia") and dry skin ("rashes or skin conditions ; dry skin"), 5 days after insertion of essure. On (B)(6)2011, the patient experienced headache ("headaches"). On (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia/abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal vaginal bleeding"). On (B)(6) 2012, the patient experienced urinary tract infection ("chronic urinary tract infection") and alopecia ("hair loss"). On (B)(6) 2013, the patient experienced fibromyalgia ("autoimmune disorder ; fibromyalgia"). On (B)(6) 2014, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On (B)(6) 2014, the patient experienced rheumatoid arthritis (seriousness criterion medically significant). On (B)(6)2015, the patient experienced fatigue ("fatigue") and nausea ("nausea"). On (B)(6) 2015, the patient experienced depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2016, the patient was found to have weight increased ("weight gain"). On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), cystitis ("bladder infection"), hypersensitivity ("allergic or hypersensitivity reaction,"), vaginal infection ("vaginal infection"), abdominal pain lower ("cramping"), back pain ("lower back pain"), arthralgia ("hips pain"), eye disorder ("vision/eye problems"), visual impairment ("vision/eye problems"), tooth disorder ("dental problems"), pruritus ("itchy skin") and abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy (partial), on (B)(6)2015: underwent laparoscopic hysterectomy with bilateral salpingectomy, on (B)(6) 2015, underwent laparoscopic hysterectomy with bilateral salpingectomy and salpingectomy (bilateral removal of fallopian tubes/hysterectomy). Essure was removed on (B)(6) 2015. At the time of the report, the salpingitis, device dislocation, device expulsion, device breakage, migraine, fibromyalgia, urinary tract infection, cystitis, hypersensitivity, vaginal infection, menorrhagia, vaginal haemorrhage, back pain, arthralgia, eye disorder, visual impairment, alopecia, tooth disorder, headache, dry skin, depression, anxiety, rheumatoid arthritis, pruritus, weight increased, fatigue, abdominal pain and nausea outcome was unknown, the pelvic pain, dysmenorrhoea and dyspareunia was resolving and the abdominal pain lower had resolved. The reporter provided no causality assessment for salpingitis with essure. The reporter considered abdominal pain, abdominal pain lower, alopecia, anxiety, arthralgia, back pain, cystitis, depression, device breakage, device dislocation, device expulsion, dry skin, dysmenorrhoea, dyspareunia, eye disorder, fatigue, fibromyalgia, headache, hypersensitivity, menorrhagia, migraine, nausea, pelvic pain, pruritus, rheumatoid arthritis, tooth disorder, urinary tract infection, vaginal haemorrhage, vaginal infection, visual impairment and weight increased to be related to essure. The reporter commented: pelvic pain, chronic salpingitis thought secondary to essure. At post operative check she feels much improved compared to before surgery. She denied any complications or problems that occurred at the time of her essure placement procedure and essure removal procedure. On (B)(6) 2018:tubal ligation was done on (B)(6) 2015. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.7 kg/sqm. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: salpingitis, confirming pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-jan-2019: event "cramping " outcome updated to "recovered / resolved" from pfs. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of salpingitis ("chronic salpingitis"), pelvic pain ("chronic pelvic pain / pain"), device dislocation ("migration of essure device"), device expulsion ("broken part of coils was at the uterus"), device breakage ("device breakage") and rheumatoid arthritis ("rheumatoid arthritis") in a 30-year-old female patient who had essure (batch no. 872991) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test". The patient's past medical history included loop electrosurgical excision procedure in 2002, cough in 2011, sore throat, sinus pressure, rash, pruritus, dry skin, urticaria, joint pain, diarrhea, surgery, rheumatoid arthritis and fibromyalgia syndrome. Concurrent conditions included haemorrhage nos, low back pain, dribbling ejaculation, fatigue, fever, nausea, dysuria, flank pain, hematuria, vomiting, ache, burning sensation, throbbing pain, mobility decreased, joint instability, joint tenderness, nocturnal awakening, leg pain, numbness, headache and overweight. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, 5 days after insertion of essure, the patient experienced migraine ("migraines"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia") and dry skin ("rashes or skin conditions ; dry skin"). On (B)(6) 2011, the patient experienced headache ("headaches"). In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia/abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal vaginal bleeding"). On (B)(6) 2012, the patient experienced urinary tract infection ("chronic urinary tract infection") and alopecia ("hair loss"). In (B)(6) 2013, the patient experienced fibromyalgia ("autoimmune disorder ; fibromyalgia"). In (B)(6) 2014, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On (B)(6) 2014, the patient experienced rheumatoid arthritis (seriousness criterion medically significant). On (B)(6) 2015, the patient experienced fatigue ("fatigue") and nausea ("nausea"). On (B)(6) 2015, the patient experienced depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2016, the patient experienced weight increased ("weight gain"). On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), cystitis ("bladder infection"), hypersensitivity ("allergic or hypersensitivity reaction,"), vaginal infection ("vaginal infection"), abdominal pain lower ("cramping"), back pain ("lower back pain"), arthralgia ("hips pain"), eye disorder ("vision/eye problems"), visual impairment ("vision/eye problems"), tooth disorder ("dental problems"), pruritus ("itchy skin") and abdominal pain ("abdominal pain"). The patient was treated with surgery (on (B)(6) 2015: underwent laparoscopic hysterectomy with bilateral salpingectomy), surgery (on (B)(6) 2015,underwent laparoscopic hysterectomy with bilateral salpingectomy), surgery (hysterectomy (partial)), surgery (salpingectomy (bilateral removal of fallopian tubes/hysterectomy) and surgery (salpingectomy (bilateral removal of fallopian tubes/hysterectomy). Essure was removed on (B)(6) 2015. At the time of the report, the salpingitis, device dislocation, device expulsion, device breakage, migraine, fibromyalgia, urinary tract infection, cystitis, hypersensitivity, vaginal infection, menorrhagia, vaginal haemorrhage, abdominal pain lower, back pain, arthralgia, eye disorder, visual impairment, alopecia, tooth disorder, headache, dry skin, depression, anxiety, rheumatoid arthritis, pruritus, weight increased, fatigue, abdominal pain and nausea outcome was unknown and the pelvic pain, dysmenorrhoea and dyspareunia was resolving. The reporter provided no causality assessment for salpingitis with essure. The reporter considered abdominal pain, abdominal pain lower, alopecia, anxiety, arthralgia, back pain, cystitis, depression, device breakage, device dislocation, device expulsion, dry skin, dysmenorrhoea, dyspareunia, eye disorder, fatigue, fibromyalgia, headache, hypersensitivity, menorrhagia, migraine, nausea, pelvic pain, pruritus, rheumatoid arthritis, tooth disorder, urinary tract infection, vaginal haemorrhage, vaginal infection, visual impairment and weight increased to be related to essure. The reporter commented: pelvic pain, chronic salpingitis thought secondary to essure. At post operative check she feels much improved compared to before surgery. She denied any complications or problems that occurred at the time of her essure placement procedure and essure removal procedure. (B)(6) 2018:tubal ligation was done on (B)(6) 2015. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.7 kg/sqm. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: salpingitis, confirming pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-oct-2018: events- "depression, mental anguish, rheumatoid arthritis, itchy skin, weight gain, fatigue, abdominal pain, nausea", concomitant condition added from pfs. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of salpingitis ("chronic salpingitis"), pelvic pain ("chronic pelvic pain / pain"), device dislocation ("migration of essure device"), device expulsion ("broken part of coils was at the uterus"), device breakage ("device breakage") and rheumatoid arthritis ("rheumatoid arthritis") in a 30-year-old female patient who had essure (batch no. 872991) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test". The patient's medical history included loop electrosurgical excision procedure in 2002, cough in 2011, sore throat, sinus pressure, rash, pruritus, dry skin, urticaria, joint pain, diarrhea, surgery, rheumatoid arthritis, fibromyalgia syndrome and asthma. Concurrent conditions included haemorrhage nos, low back pain, dribbling ejaculation, fatigue, fever, nausea, dysuria, flank pain, hematuria, vomiting, ache, burning sensation, throbbing pain, mobility decreased, joint instability, joint tenderness, nocturnal awakening, leg pain, numbness, headache and overweight. Concomitant products included celecoxib (celebrex), hydroxychloroquine, naproxen sodium (aleve) since 2014, oxycodone hydrochloride;paracetamol (oxycodone-acet) and salbutamol since 2014. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced migraine ("migraines"), dysmenorrhoea ("dysmenorrhea"), dry skin ("rashes or skin conditions ; dry skin") and rash ("rashes or skin conditions type: rashes"), 5 days after insertion of essure. On (B)(6) 2011, the patient experienced headache ("headaches"). In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2012, the patient experienced abdominal pain ("abdominal pain"). On (B)(6) 2013, the patient experienced urinary tract infection ("chronic urinary tract infection"), menorrhagia ("menorrhagia/abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal vaginal bleeding"). In (B)(6) 2013, the patient experienced fibromyalgia ("autoimmune disorder ; fibromyalgia"). On (B)(6) 2014, the patient experienced alopecia ("hair loss"). In (B)(6) 2014, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On (B)(6) 2014, the patient experienced rheumatoid arthritis (seriousness criterion medically significant). On (B)(6) 2014, the patient experienced dyspareunia ("dyspareunia"). On (B)(6) 2015, the patient experienced fatigue ("fatigue") and nausea ("nausea"). On (B)(6) 2015, the patient experienced depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2016, the patient was found to have weight increased ("weight gain"). On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), cystitis ("bladder infection"), hypersensitivity ("allergic or hypersensitivity reaction,"), vaginal infection ("vaginal infection"), abdominal pain lower ("cramping"), back pain ("lower back pain"), arthralgia ("hips pain"), eye disorder ("vision/eye problems"), visual impairment ("vision/eye problems"), tooth disorder ("dental problems") and pruritus ("itchy skin"). The patient was treated with surgery (hysterectomy (partial), on (B)(6) 2015: underwent laparoscopic hysterectomy with bilateral salpingectomy, on (B)(6) 2015,underwent laparoscopic hysterectomy with bilateral salpingectomy and salpingectomy (bilateral removal of fallopian tubes/hysterectomy). Essure was removed on (B)(6) 2015. At the time of the report, the salpingitis, device dislocation, device expulsion, device breakage, fibromyalgia, urinary tract infection, cystitis, hypersensitivity, vaginal infection, menorrhagia, vaginal haemorrhage, eye disorder, visual impairment, alopecia, tooth disorder, headache, dry skin, depression, anxiety, rheumatoid arthritis, pruritus, weight increased, nausea and rash outcome was unknown, the pelvic pain, dysmenorrhoea, dyspareunia, back pain, arthralgia and abdominal pain was resolving and the migraine, abdominal pain lower and fatigue had resolved. The reporter provided no causality assessment for salpingitis with essure. The reporter considered abdominal pain, abdominal pain lower, alopecia, anxiety, arthralgia, back pain, cystitis, depression, device breakage, device dislocation, device expulsion, dry skin, dysmenorrhoea, dyspareunia, eye disorder, fatigue, fibromyalgia, headache, hypersensitivity, menorrhagia, migraine, nausea, pelvic pain, pruritus, rash, rheumatoid arthritis, tooth disorder, urinary tract infection, vaginal haemorrhage, vaginal infection, visual impairment and weight increased to be related to essure. The reporter commented: pelvic pain, chronic salpingitis thought secondary to essure. At post operative check she feels much improved compared to before surgery. She denied any complications or problems that occurred at the time of her essure placement procedure and essure removal procedure. (B)(6) 2018:tubal ligation was done on (B)(6) 2015. Discrepancy in essure removal information:if you had your essure removed, did you retain the essure device or any portion of it: no. If you have not had your essure removed, are you currently planning for essure removal: no. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.7 kg/sqm. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: salpingitis, confirming pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-apr-2019: pfs received event " rashes" was added. Outcome of event " pain" was updated as recovering and " cramping, fatigue and migraine" were updated as recovered. Severity of event was added. Concomitant drug were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of salpingitis ('chronic salpingitis'), pelvic pain ('chronic pelvic pain / pain'), device dislocation ('migration of essure device'), device expulsion ('broken part of coils was at the uterus'), device breakage ('device breakage') and rheumatoid arthritis ('rheumatoid arthritis') in a 30-year-old female patient who had essure (batch no. 872991) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test". The patient's medical history included cough in 2011, loop electrosurgical excision procedure in 2002, sore throat, sinus pressure, rash, pruritus, dry skin, urticaria, joint pain, diarrhea, surgery, rheumatoid arthritis, fibromyalgia syndrome and asthma. Concurrent conditions included haemorrhage nos, low back pain, dribbling ejaculation, fatigue, fever, nausea, dysuria, flank pain, hematuria, vomiting, ache, burning sensation, throbbing pain, mobility decreased, joint instability, joint tenderness, nocturnal awakening, leg pain, numbness, headache and overweight. Concomitant products included celecoxib (celebrex), hydroxychloroquine, naproxen sodium (aleve) since 2014, oxycodone hydrochloride;paracetamol (oxycodone-acet) and salbutamol since 2014. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced migraine ("migraines"), dysmenorrhoea ("dysmenorrhea"), dry skin ("rashes or skin conditions ; dry skin") and rash ("rashes or skin conditions type: rashes"), 5 days after insertion of essure. On (B)(6) 2011, the patient experienced headache ("headaches"). In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2012, the patient experienced abdominal pain ("abdominal pain"). On (B)(6) 2013, the patient experienced urinary tract infection ("chronic urinary tract infection"), menorrhagia ("menorrhagia/abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal vaginal bleeding"). In (B)(6) 2013, the patient experienced fibromyalgia ("autoimmune disorder ; fibromyalgia"). On (B)(6) 2014, the patient experienced alopecia ("hair loss"). In (B)(6) 2014, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On (B)(6) 2014, the patient experienced rheumatoid arthritis (seriousness criterion medically significant). On (B)(6) 2014, the patient experienced dyspareunia ("dyspareunia"). On (B)(6) 2015, the patient experienced fatigue ("fatigue") and nausea ("nausea"). On (B)(6) 2015, the patient experienced depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2016, the patient was found to have weight increased ("weight gain"). On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), cystitis ("bladder infection"), hypersensitivity ("allergic or hypersensitivity reaction,"), vaginal infection ("vaginal infection"), abdominal pain lower ("cramping"), back pain ("lower back pain"), arthralgia ("hips pain"), eye disorder ("vision/eye problems"), visual impairment ("vision/eye problems"), tooth disorder ("dental problems"), pruritus ("itchy skin"), ear swelling ("ear swelled up"), pain ("severe body pain"), loss of libido ("no sex drive"), urticaria ("hives"), feeling abnormal ("brain fog"), muscle twitching ("twitching"), acne ("acne"), dysuria ("pain-feel like peeing is the worst part"), bladder pain ("bladder pain"), psychological trauma ("psych injury") and post procedural complication ("post removal complications"). The patient was treated with surgery (hysterectomy (partial), on (B)(6) 2015: underwent laparoscopic hysterectomy with bilateral salpingectomy, on (B)(6) 2015,underwent laparoscopic hysterectomy with bilateral salpingectomy and salpingectomy (bilateral removal of fallopian tubes/hysterectomy). Essure was removed on (B)(6) 2015. At the time of the report, the salpingitis, device dislocation, device expulsion, device breakage, fibromyalgia, cystitis, hypersensitivity, vaginal infection, eye disorder, visual impairment, alopecia, tooth disorder, headache, dry skin, depression, anxiety, rheumatoid arthritis, pruritus, weight increased, nausea, rash, ear swelling, loss of libido, urticaria, feeling abnormal, muscle twitching, acne, dysuria, psychological trauma and post procedural complication outcome was unknown, the pelvic pain, migraine, urinary tract infection, menorrhagia, vaginal haemorrhage, dysmenorrhoea, dyspareunia, abdominal pain lower, fatigue, abdominal pain, pain and bladder pain had resolved and the back pain and arthralgia was resolving. The reporter provided no causality assessment for salpingitis with essure. The reporter considered abdominal pain, abdominal pain lower, acne, alopecia, anxiety, arthralgia, back pain, bladder pain, cystitis, depression, device breakage, device dislocation, device expulsion, dry skin, dysmenorrhoea, dyspareunia, dysuria, ear swelling, eye disorder, fatigue, feeling abnormal, fibromyalgia, headache, hypersensitivity, loss of libido, menorrhagia, migraine, muscle twitching, nausea, pain, pelvic pain, post procedural complication, pruritus, psychological trauma, rash, rheumatoid arthritis, tooth disorder, urinary tract infection, urticaria, vaginal haemorrhage, vaginal infection, visual impairment and weight increased to be related to essure. The reporter commented: pelvic pain, chronic salpingitis thought secondary to essure. At post operative check she feels much improved compared to before surgery. She denied any complications or problems that occurred at the time of her essure placement procedure and essure removal procedure. (B)(6) 2018:tubal ligation was done on (B)(6) 2015. Discrepancy in essure removal information:if you had your essure removed, did you retain the essure device or any portion of it: no. If you have not had your essure removed, are you currently planning for essure removal: no. She had been treated for pain, bleeding, uti. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.7 kg/sqm. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: salpingitis, confirming pelvic pain. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s social media records: feels like peeing, bladder pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: pif received. Event psych injury, post removal complications added. Event outcome for pain, bleeding, uti changed to recovered. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of salpingitis ("chronic salpingitis"), pelvic pain ("chronic pelvic pain / pain"), device dislocation ("migration of essure device"), device expulsion ("broken part of coils was at the uterus"), device breakage ("device breakage") and autoimmune disorder ("autoimmune disorder") in a 30-year-old female patient who had essure (batch no. 872991) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test". The patient's past medical history included loop electrosurgical excision procedure in 2002, cough in 2011, sore throat, sinus pressure, rash, pruritus, dry skin, urticaria, joint pain, diarrhea, surgery, rheumatoid arthritis and fibromyalgia syndrome. Concurrent conditions included haemorrhage nos, low back pain, dribbling ejaculation, fatigue, fever, nausea, dysuria, flank pain, hematuria, vomiting, ache, burning sensation, throbbing pain, mobility decreased, joint instability, joint tenderness, nocturnal awakening, leg pain, numbness and headache. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia/abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal vaginal bleeding"). In april 2013, the patient experienced autoimmune disorder (seriousness criterion medically significant). In (B)(6) 2014, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), migraine ("migraines"), urinary tract infection ("chronic urinary tract infection"), cystitis ("bladder infection"), hypersensitivity ("allergic or hypersensitivity reaction,"), vaginal infection ("vaginal infection"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia"), abdominal pain lower ("cramping"), back pain ("lower back pain"), arthralgia ("hips pain"), eye disorder ("vision/eye problems"), visual impairment ("vision/eye problems"), alopecia ("hair loss"), tooth disorder ("dental problems"), headache ("headaches") and rash ("rashes or skin conditions"). The patient was treated with surgery (on 14-may-2015: underwent laparoscopic hysterectomy with bilateral salpingectomy), surgery (on 14may2015,underwent laparoscopic hysterectomy with bilateral salpingectomy), surgery (hysterectomy (partial)), surgery (salpingectomy (bilateral removal of fallopian tubes/hysterectomy) and surgery (salpingectomy (bilateral removal of fallopian tubes/hysterectomy). Essure was removed on 14-may-2015. At the time of the report, the salpingitis, device dislocation, device expulsion, device breakage, migraine, autoimmune disorder, urinary tract infection, cystitis, hypersensitivity, vaginal infection, menorrhagia, vaginal haemorrhage, abdominal pain lower, back pain, arthralgia, eye disorder, visual impairment, alopecia, tooth disorder, headache and rash outcome was unknown and the pelvic pain, dysmenorrhoea and dyspareunia was resolving. The reporter provided no causality assessment for salpingitis with essure. The reporter considered abdominal pain lower, alopecia, arthralgia, autoimmune disorder, back pain, cystitis, device breakage, device dislocation, device expulsion, dysmenorrhoea, dyspareunia, eye disorder, headache, hypersensitivity, menorrhagia, migraine, pelvic pain, rash, tooth disorder, urinary tract infection, vaginal haemorrhage, vaginal infection and visual impairment to be related to essure. The reporter commented: pelvic pain, chronic salpingitis thought secondary to essure. At post operative check she feels much improved compared to before surgery. She denied any complications or problems that occurred at the time of her essure placement procedure and essure removal procedure. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: salpingitis, confirming pelvic pain. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet was received - reporter and patient demographic added. The following events were provided: lower back pain, hips pain, vision problems, hair loss, dental problems, migraines, headaches, expulsion of device, rashesproduct lot number updated from 87259 to 872991.event outcome of pelvic pain female, dysmenorrhea, dyspareunia updated to recovering. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of salpingitis ("chronic salpingitis"), pelvic pain ("chronic pelvic pain / pain"), device dislocation ("migration of essure device"), device expulsion ("broken part of coils was at the uterus"), device breakage ("device breakage") and autoimmune disorder ("autoimmune disorder") in a 30-year-old female patient who had essure (batch no. 872991) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test". The patient's past medical history included loop electrosurgical excision procedure in 2002, cough in 2011, sore throat, sinus pressure, rash, pruritus, dry skin, urticaria, joint pain, diarrhea, surgery, rheumatoid arthritis and fibromyalgia syndrome. Concurrent conditions included haemorrhage nos, low back pain, dribbling ejaculation, fatigue, fever, nausea, dysuria, flank pain, hematuria, vomiting, ache, burning sensation, throbbing pain, mobility decreased, joint instability, joint tenderness, nocturnal awakening, leg pain, numbness and headache. On (B)(6) 2011, the patient had essure inserted. In november 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia/abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal vaginal bleeding"). In april 2013, the patient experienced autoimmune disorder (seriousness criterion medically significant). In january 2014, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), migraine ("migraines"), urinary tract infection ("chronic urinary tract infection"), cystitis ("bladder infection"), hypersensitivity ("allergic or hypersensitivity reaction,"), vaginal infection ("vaginal infection"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia"), abdominal pain lower ("cramping"), back pain ("lower back pain"), arthralgia ("hips pain"), eye disorder ("vision/eye problems"), visual impairment ("vision/eye problems"), alopecia ("hair loss"), tooth disorder ("dental problems"), headache ("headaches") and rash ("rashes or skin conditions"). The patient was treated with surgery (on 14-may-2015: underwent laparoscopic hysterectomy with bilateral salpingectomy), surgery (on 14may2015,underwent laparoscopic hysterectomy with bilateral salpingectomy), surgery (hysterectomy (partial)), surgery (salpingectomy (bilateral removal of fallopian tubes/hysterectomy) and surgery (salpingectomy (bilateral removal of fallopian tubes/hysterectomy). Essure was removed on 14-may-2015. At the time of the report, the salpingitis, device dislocation, device expulsion, device breakage, migraine, autoimmune disorder, urinary tract infection, cystitis, hypersensitivity, vaginal infection, menorrhagia, vaginal haemorrhage, abdominal pain lower, back pain, arthralgia, eye disorder, visual impairment, alopecia, tooth disorder, headache and rash outcome was unknown and the pelvic pain, dysmenorrhoea and dyspareunia was resolving. The reporter provided no causality assessment for salpingitis with essure. The reporter considered abdominal pain lower, alopecia, arthralgia, autoimmune disorder, back pain, cystitis, device breakage, device dislocation, device expulsion, dysmenorrhoea, dyspareunia, eye disorder, headache, hypersensitivity, menorrhagia, migraine, pelvic pain, rash, tooth disorder, urinary tract infection, vaginal haemorrhage, vaginal infection and visual impairment to be related to essure. The reporter commented: pelvic pain, chronic salpingitis thought secondary to essure. At post operative check she feels much improved compared to before surgery. She denied any complications or problems that occurred at the time of her essure placement procedure and essure removal procedure. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: salpingitis, confirming pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality-safety evaluation of product technical complaint incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of salpingitis ('chronic salpingitis'), pelvic pain ('chronic pelvic pain / pain'), device dislocation ('migration of essure device'), device expulsion ('broken part of coils was at the uterus'), device breakage ('device breakage') and rheumatoid arthritis ('rheumatoid arthritis') in a 30-year-old female patient who had essure (batch no. 872991) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test". The patient's medical history included cough in 2011, loop electrosurgical excision procedure in 2002, sore throat, sinus pressure, rash, pruritus, dry skin, urticaria, joint pain, diarrhea, surgery, rheumatoid arthritis, fibromyalgia syndrome and asthma. Concurrent conditions included haemorrhage nos, low back pain, dribbling ejaculation, fatigue, fever, nausea, dysuria, flank pain, hematuria, vomiting, ache, burning sensation, throbbing pain, mobility decreased, joint instability, joint tenderness, nocturnal awakening, leg pain, numbness, headache and overweight. Concomitant products included celecoxib (celebrex), hydroxychloroquine, naproxen sodium (aleve) since 2014, oxycodone hydrochloride;paracetamol (oxycodone-acet) and salbutamol since 2014. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced migraine ("migraines"), dysmenorrhoea ("dysmenorrhea"), dry skin ("rashes or skin conditions ; dry skin") and rash ("rashes or skin conditions type: rashes"), 5 days after insertion of essure. On (B)(6) 2011, the patient experienced headache ("headaches"). In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2012, the patient experienced abdominal pain ("abdominal pain"). On (B)(6) 2013, the patient experienced urinary tract infection ("chronic urinary tract infection"), menorrhagia ("menorrhagia/abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal vaginal bleeding"). In (B)(6) 2013, the patient experienced fibromyalgia ("autoimmune disorder ; fibromyalgia"). On (B)(6) 2014, the patient experienced alopecia ("hair loss"). In (B)(6) 2014, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On (B)(6) 2014, the patient experienced rheumatoid arthritis (seriousness criterion medically significant). On (B)(6) 2014, the patient experienced dyspareunia ("dyspareunia"). On (B)(6) 2015, the patient experienced fatigue ("fatigue") and nausea ("nausea"). On (B)(6) 2015, the patient experienced depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2016, the patient was found to have weight increased ("weight gain"). On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), cystitis ("bladder infection"), hypersensitivity ("allergic or hypersensitivity reaction,"), vaginal infection ("vaginal infection"), abdominal pain lower ("cramping"), back pain ("lower back pain"), arthralgia ("hips pain"), eye disorder ("vision/eye problems"), visual impairment ("vision/eye problems"), tooth disorder ("dental problems"), pruritus ("itchy skin"), ear swelling ("ear swelled up"), pain ("severe body pain"), loss of libido ("no sex drive"), urticaria ("hives"), feeling abnormal ("brain fog"), muscle twitching ("twitching") and acne ("acne"). The patient was treated with surgery (hysterectomy (partial), on (B)(6) 2015: underwent laparoscopic hysterectomy with bilateral salpingectomy, on (B)(6) 2015,underwent laparoscopic hysterectomy with bilateral salpingectomy and salpingectomy (bilateral removal of fallopian tubes/hysterectomy). Essure was removed on (B)(6) 2015. At the time of the report, the salpingitis, device dislocation, device expulsion, device breakage, fibromyalgia, urinary tract infection, cystitis, hypersensitivity, vaginal infection, menorrhagia, vaginal haemorrhage, eye disorder, visual impairment, alopecia, tooth disorder, headache, dry skin, depression, anxiety, rheumatoid arthritis, pruritus, weight increased, nausea, rash, ear swelling, pain, loss of libido, urticaria, feeling abnormal, muscle twitching and acne outcome was unknown, the pelvic pain, dysmenorrhoea, dyspareunia, back pain, arthralgia and abdominal pain was resolving and the migraine, abdominal pain lower and fatigue had resolved. The reporter provided no causality assessment for salpingitis with essure. The reporter considered abdominal pain, abdominal pain lower, acne, alopecia, anxiety, arthralgia, back pain, cystitis, depression, device breakage, device dislocation, device expulsion, dry skin, dysmenorrhoea, dyspareunia, ear swelling, eye disorder, fatigue, feeling abnormal, fibromyalgia, headache, hypersensitivity, loss of libido, menorrhagia, migraine, muscle twitching, nausea, pain, pelvic pain, pruritus, rash, rheumatoid arthritis, tooth disorder, urinary tract infection, urticaria, vaginal haemorrhage, vaginal infection, visual impairment and weight increased to be related to essure. The reporter commented: pelvic pain, chronic salpingitis thought secondary to essure. At post operative check she feels much improved compared to before surgery. She denied any complications or problems that occurred at the time of her essure placement procedure and essure removal procedure. (B)(6) 2018:tubal ligation was done on (B)(6) 2015. Discrepancy in essure removal information:if you had your essure removed, did you retain the essure device or any portion of it: no if you have not had your essure removed, are you currently planning for essure removal: no . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.7 kg/sqm. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: salpingitis, confirming pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media content received: reporter added. Events: no sex, severe body pain, ear swelled up, acne, hives, twitching, brain fog were added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of salpingitis ('chronic salpingitis'), pelvic pain ('chronic pelvic pain / pain'), device dislocation ('migration of essure device'), device expulsion ('broken part of coils was at the uterus'), device breakage ('device breakage') and rheumatoid arthritis ('rheumatoid arthritis') in a 30-year-old female patient who had essure (batch no. 872991) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test". The patient's medical history included cough in 2011, loop electrosurgical excision procedure in 2002, sore throat, sinus pressure, rash, pruritus, dry skin, urticaria, joint pain, diarrhea, surgery, rheumatoid arthritis, fibromyalgia syndrome and asthma. Concurrent conditions included haemorrhage nos, low back pain, dribbling ejaculation, fatigue, fever, nausea, dysuria, flank pain, hematuria, vomiting, ache, burning sensation, throbbing pain, mobility decreased, joint instability, joint tenderness, nocturnal awakening, leg pain, numbness, headache and overweight. Concomitant products included celecoxib (celebrex), hydroxychloroquine, naproxen sodium (aleve) since 2014, oxycodone hydrochloride;paracetamol (oxycodone-acet) and salbutamol since 2014. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced migraine ("migraines"), dysmenorrhoea ("dysmenorrhea"), dry skin ("rashes or skin conditions ; dry skin") and rash ("rashes or skin conditions type: rashes"), 5 days after insertion of essure. On (B)(6) 2011, the patient experienced headache ("headaches"). In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2012, the patient experienced abdominal pain ("abdominal pain"). On (B)(6) 2013, the patient experienced urinary tract infection ("chronic urinary tract infection"), menorrhagia ("menorrhagia/abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal vaginal bleeding"). In (B)(6) 2013, the patient experienced fibromyalgia ("autoimmune disorder ; fibromyalgia"). On (B)(6) 2014, the patient experienced alopecia ("hair loss"). In (B)(6) 2014, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On (B)(6) 2014, the patient experienced rheumatoid arthritis (seriousness criterion medically significant). On (B)(6) 2014, the patient experienced dyspareunia ("dyspareunia"). On (B)(6) 2015, the patient experienced fatigue ("fatigue") and nausea ("nausea"). On (B)(6) 2015, the patient experienced depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2016, the patient was found to have weight increased ("weight gain"). On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), cystitis ("bladder infection"), hypersensitivity ("allergic or hypersensitivity reaction,"), vaginal infection ("vaginal infection"), abdominal pain lower ("cramping"), back pain ("lower back pain"), arthralgia ("hips pain"), eye disorder ("vision/eye problems"), visual impairment ("vision/eye problems"), tooth disorder ("dental problems"), pruritus ("itchy skin"), ear swelling ("ear swelled up"), pain ("severe body pain"), loss of libido ("no sex drive"), urticaria ("hives"), feeling abnormal ("brain fog"), muscle twitching ("twitching"), acne ("acne"), dysuria ("pain-feel like peeing is the worst part") and bladder pain ("bladder pain"). The patient was treated with surgery (hysterectomy (partial), on (B)(6) 2015: underwent laparoscopic hysterectomy with bilateral salpingectomy, on (B)(6) 2015,underwent laparoscopic hysterectomy with bilateral salpingectomy and salpingectomy (bilateral removal of fallopian tubes/hysterectomy). Essure was removed on (B)(6) 2015. At the time of the report, the salpingitis, device dislocation, device expulsion, device breakage, fibromyalgia, urinary tract infection, cystitis, hypersensitivity, vaginal infection, menorrhagia, vaginal haemorrhage, eye disorder, visual impairment, alopecia, tooth disorder, headache, dry skin, depression, anxiety, rheumatoid arthritis, pruritus, weight increased, nausea, rash, ear swelling, pain, loss of libido, urticaria, feeling abnormal, muscle twitching, acne, dysuria and bladder pain outcome was unknown, the pelvic pain, dysmenorrhoea, dyspareunia, back pain, arthralgia and abdominal pain was resolving and the migraine, abdominal pain lower and fatigue had resolved. The reporter provided no causality assessment for salpingitis with essure. The reporter considered abdominal pain, abdominal pain lower, acne, alopecia, anxiety, arthralgia, back pain, bladder pain, cystitis, depression, device breakage, device dislocation, device expulsion, dry skin, dysmenorrhoea, dyspareunia, dysuria, ear swelling, eye disorder, fatigue, feeling abnormal, fibromyalgia, headache, hypersensitivity, loss of libido, menorrhagia, migraine, muscle twitching, nausea, pain, pelvic pain, pruritus, rash, rheumatoid arthritis, tooth disorder, urinary tract infection, urticaria, vaginal haemorrhage, vaginal infection, visual impairment and weight increased to be related to essure. The reporter commented: pelvic pain, chronic salpingitis thought secondary to essure. At post operative check she feels much improved compared to before surgery. She denied any complications or problems that occurred at the time of her essure placement procedure and essure removal procedure. (B)(6) 2018:tubal ligation was done on (B)(6) 2015. Discrepancy in essure removal information:if you had your essure removed, did you retain the essure device or any portion of it: no. If you have not had your essure removed, are you currently planning for essure removal: no. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.7 kg/sqm. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: salpingitis, confirming pelvic pain. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s social media records: feels like peeing, bladder pain . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-apr-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of salpingitis ('chronic salpingitis'), pelvic pain ('chronic pelvic pain / pain'), device dislocation ('migration of essure device'), device expulsion ('broken part of coils was at the uterus'), device breakage ('device breakage') and rheumatoid arthritis ('rheumatoid arthritis') in a 30-year-old female patient who had essure (batch no. 872991) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test". The patient's medical history included cough in 2011, loop electrosurgical excision procedure in 2002, sore throat, sinus pressure, rash, pruritus, dry skin, urticaria, joint pain, diarrhea, surgery, rheumatoid arthritis, fibromyalgia syndrome and asthma. Concurrent conditions included haemorrhage nos, low back pain, dribbling ejaculation, fatigue, fever, nausea, dysuria, flank pain, hematuria, vomiting, ache, burning sensation, throbbing pain, mobility decreased, joint instability, joint tenderness, nocturnal awakening, leg pain, numbness, headache and overweight. Concomitant products included celecoxib (celebrex), hydroxychloroquine, naproxen sodium (aleve) since 2014, oxycodone hydrochloride;paracetamol (oxycodone-acet) and salbutamol since 2014. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced migraine ("migraines"), dysmenorrhoea ("dysmenorrhea"), dry skin ("rashes or skin conditions ; dry skin") and rash ("rashes or skin conditions type: rashes"), 5 days after insertion of essure. On (B)(6) 2011, the patient experienced headache ("headaches"). In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2012, the patient experienced abdominal pain ("abdominal pain"). On (B)(6) 2013, the patient experienced urinary tract infection ("chronic urinary tract infection"), menorrhagia ("menorrhagia/abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal vaginal bleeding"). In (B)(6) 2013, the patient experienced fibromyalgia ("autoimmune disorder ; fibromyalgia"). On (B)(6) 2014, the patient experienced alopecia ("hair loss"). In (B)(6) 2014, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On (B)(6) 2014, the patient experienced rheumatoid arthritis (seriousness criterion medically significant). On (B)(6) 2014, the patient experienced dyspareunia ("dyspareunia"). On (B)(6) 2015, the patient experienced fatigue ("fatigue") and nausea ("nausea"). On (B)(6) 2015, the patient experienced depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2016, the patient was found to have weight increased ("weight gain"). On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), cystitis ("bladder infection"), hypersensitivity ("allergic or hypersensitivity reaction,"), vaginal infection ("vaginal infection"), abdominal pain lower ("cramping"), back pain ("lower back pain"), arthralgia ("hips pain"), eye disorder ("vision/eye problems"), visual impairment ("vision/eye problems"), tooth disorder ("dental problems"), pruritus ("itchy skin"), ear swelling ("ear swelled up"), pain ("severe body pain"), loss of libido ("no sex drive"), urticaria ("hives"), feeling abnormal ("brain fog"), muscle twitching ("twitching"), acne ("acne"), dysuria ("pain-feel like peeing is the worst part") and bladder pain ("bladder pain"). The patient was treated with surgery ( underwent laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the salpingitis, device dislocation, device expulsion, device breakage, fibromyalgia, urinary tract infection, cystitis, hypersensitivity, vaginal infection, menorrhagia, vaginal haemorrhage, eye disorder, visual impairment, alopecia, tooth disorder, headache, dry skin, depression, anxiety, rheumatoid arthritis, pruritus, weight increased, nausea, rash, ear swelling, pain, loss of libido, urticaria, feeling abnormal, muscle twitching, acne, dysuria and bladder pain outcome was unknown, the pelvic pain, dysmenorrhoea, dyspareunia, back pain, arthralgia and abdominal pain was resolving and the migraine, abdominal pain lower and fatigue had resolved. The reporter provided no causality assessment for salpingitis with essure. The reporter considered abdominal pain, abdominal pain lower, acne, alopecia, anxiety, arthralgia, back pain, bladder pain, cystitis, depression, device breakage, device dislocation, device expulsion, dry skin, dysmenorrhoea, dyspareunia, dysuria, ear swelling, eye disorder, fatigue, feeling abnormal, fibromyalgia, headache, hypersensitivity, loss of libido, menorrhagia, migraine, muscle twitching, nausea, pain, pelvic pain, pruritus, rash, rheumatoid arthritis, tooth disorder, urinary tract infection, urticaria, vaginal haemorrhage, vaginal infection, visual impairment and weight increased to be related to essure. The reporter commented: pelvic pain, chronic salpingitis thought secondary to essure. At post operative check she feels much improved compared to before surgery. She denied any complications or problems that occurred at the time of her essure placement procedure and essure removal procedure. (B)(6) 2018:tubal ligation was done on (B)(6) 2015. Discrepancy in essure removal information:if you had your essure removed, did you retain the essure device or any portion of it: no if you have not had your essure removed, are you currently planning for essure removal: no. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.7 kg/sqm. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: salpingitis, confirming pelvic pain. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s social media records: feels like peeing, bladder pain . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received. Reporter's information added.event :pain-feel like peeing is the worst partand bladder pain were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of salpingitis ("chronic salpingitis"), pelvic pain ("chronic pelvic pain / pain"), device dislocation ("migration of essure device") and autoimmune disorder ("autoimmune disorder") in a 30-year-old female patient who had essure (batch no. 872891) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test". The patient's past medical history included loop electrosurgical excision procedure in 2002, cough in 2011, sore throat, sinus pressure, rash, pruritus, dry skin, urticaria, joint pain, diarrhea, surgery, rheumatoid arthritis and fibromyalgia syndrome. Concurrent conditions included bleeding, low back pain, dribbling ejaculation, fatigue, fever, nausea, dysuria, flank pain, hematuria, vomiting, ache, burning sensation, throbbing pain, mobility decreased, joint instability, joint tenderness, nocturnal awakening, leg pain, numbness and headache. On (B)(6) 2011, the patient had essure inserted. In november 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia") and vaginal haemorrhage ("abnormal vaginal bleeding"). In april 2013, the patient experienced autoimmune disorder (seriousness criterion medically significant). In january 2014, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required), urinary tract infection ("chronic urinary tract infection"), cystitis ("bladder infection"), hypersensitivity ("allergic or hypersensitivity reaction,"), vaginal infection ("vaginal infection"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia") and abdominal pain lower ("cramping"). The patient was treated with surgery (on (B)(6) 2015: underwent laparoscopic hysterectomy with bilateral salpingectomy) and surgery (hysterectomy (partial)). Essure was removed on (B)(6) 2015. At the time of the report, the salpingitis, pelvic pain, device dislocation, autoimmune disorder, urinary tract infection, cystitis, hypersensitivity, vaginal infection, menorrhagia, vaginal haemorrhage, dysmenorrhoea, dyspareunia and abdominal pain lower outcome was unknown. The reporter provided no causality assessment for salpingitis with essure. The reporter considered abdominal pain lower, autoimmune disorder, cystitis, device dislocation, dysmenorrhoea, dyspareunia, hypersensitivity, menorrhagia, pelvic pain, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: pelvic pain, chronic salpingitis thought secondary to essure. At post operative check she feels much improved compared to before surgery. She denied any complications or problems that occurred at the time of her essure placement procedure and essure removal procedure. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: salpingitis, confirming pelvic pain. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet and medical record received. Reporter and patient demographics were added. Lot no added. Historical condition, historical drug, concomitant disease, concomitant drugs were added. Events aded per pfs: migration of essure device, vaginal bleeding, menorrhagia, autoimmune disorder, cramping and she did not undergo essure confirmation test. Event outcome was added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.